Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error. Customer also stated both the esc and act buttons were both not responding. No blood glucose reading provided. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. Unable to verify the end sensor alarm due to the unresponsive buttons. The pump also had a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.